Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that the patient went to the clinic for a replacement of a peg-j tube. An endoscopy was performed and a peptic ulcer was diagnosed. The peg-j tube was removed during endoscopy and duodopa treatment was interrupted for 1 month. Panto and penkreoflat were prescribed for treatment.